Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. After meeting all release criteria, the physician unscrewed the closure device from the core wire of the wds. While monitoring the closure device it was noted that an air embolism that was in the wds had moved into the patient. The air resolved on its own and the patient woke up post procedure with no consequences that were reported to have occurred.